Event description:
On (B)(6) 2015, a reporter (the patient¿s mother) contacted lifescan (lfs) (B)(4) alleging that her son¿s onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care representative (ccr) documentation. The ccr was advised by the reporter that the alleged inaccuracy began on ¿friday (B)(6) 2015 at 12:45am¿. The reporter stated the patient awoke feeling unwell and obtained inaccurate high blood glucose result of ¿22.8mmol/l¿ on the subject meter compared to feelings. The patient manages his diabetes with an insulin pump. The reporter for the patient indicated that at ¿12:50am¿ she increased his dose on the insulin pump as a result of the alleged inaccuracy. The reporter for the patient stated that at ¿1:00am¿, after the alleged product issue began he developed symptoms of ¿feeling unwell, thrashing on the bed, pale with blurred vision, shut down on the fingertips (could not get blood), confused with slurred speech¿. The reporter then stopped the insulin pump and administered high concentrate juice until the patient recovered. At 01:10am the reporter obtained another reading of 2.8mmol/l. At the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure; the strips were stored correctly and not expired. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.